Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nx009z - as vega ps femoral comp.cemented f4n l. According to the complainant, postoperatively, the implants loosened. A revision was required. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch reports: (B)(4) (9610612-2022-00320) nx052z. Involved components: (B)(4) -ae-qas-k521-56/collect.no.qas knee implants vega.

Event description:
Update: leading material nx052z (400572852) changed to involved component. Associated medwatch reports: 400572189 (9610612-2022-00311) nx009z. Involved components: 400572854 -nx110 - collect. No. Qas knee implants vega - lot 52335292. 400572852 - nx052z - as vega ps tibial plateau cemented t1+ - lot 52274305.

Manufacturer narrative:
Additional information/correction: b5- added involved component and lot numbers. B6- relevant tests. D4- lot number and expiration date. D9- date returned to manufacturer. D10- added involved component and lot numbers. H3- device evaluation. H4- device production date. H6- codes. Investigation results: visual investigation: the provided explants are in a decontaminated condition for investigation. Several x-ray figures were provided to us. The provided/complained femoral component as well as the tibial component show nearly no bone cement residues adhesive on the intended area. There are no further visible material/coating defects on the provided devices. Especially the surface (intended area for the bone cement) of the tibial component shows visible discoloration. Regarding this it should be note that multilayer coating can undergo changes to the surface color. Such changes in color have no effect on the function or properties of the coating. The meniscal component is still fixed on the tibial component. The gliding surface of the meniscal component shows visible scratches and imprints resulted from third body wear (bone cement residues and/or bone chips). Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability 3(5) of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: there are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. Without further detailed information regarding the surgical techniques in this case, a clear conclusion cannot be drawn. The provided x-ray give also no clear hints regarding the origin root cause for the mentioned implant loosening. There are several root causes for implant loosening. One possible root cause could be that there were problems with the cement technique and due to this the implant has loosened prematurely. But in this case this is only speculative. Furthermore, a pre-contaminated surface, for example by blood or other residues from the bone resection, can negatively influence the holding force of the bone cement on the implant. There is also no evidence of this in this case and it is only considered a hypothesis. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results for the topic vega loosening, product safety cases (psc) were initiated.